Manufacturer narrative:
A ge oec service rep investigated the issue and a defective fluoro functions board that was removed and replaced and the collimator calibration files were reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed collimator iris too large error code.